Event description:
It was reported that when the asymptomatic patient presented remotely, non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel was noted on a stored egm. Programming changes were made.